Manufacturer narrative:
The reported no external power while on mpu was captured and reported under MFR # 2916596-2019-00762. Approximate age of device - 4 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014 . It was reported that the patient passed away on (B)(6) 2019. The submitted log file was reviewed by a technical service representative. The log file captured several low voltage events while on mpu and battery power. There were a few voltage hazards on battery power where it appears that the patient disconnected both power leads at the same time. The other low voltage hazard events occurred while attached to the mpu and looks as though the mpu lost total power enabling he ebb in the system controller until power was restored to the mpu. There was no interruption to pump support during these events. On (B)(6) 2019 there were low flow events noted that continued for the remainder of the log until both power leads were disconnected and then the driveline was disconnected. No further information was provided.

Manufacturer narrative:
Additional information received 26mar2019 it is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to be returned to the manufacturer for analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additionally to low voltage events, on (B)(6) 2019, there were low flow events noted in the log file that continued for the remainder of the file until both power leads were disconnected followed by the driveline being disconnected. The power leads and driveline disconnection was likely due to termination/ withdrawal in pump support. The cause of death was not determined but was not considered to be device related. The pump operated as intended. The cause of the low flow events on (B)(6) 2019 was not able to be determined. Per the clinician, the low flows were probably a sign of patient's physiological condition and subsequent death rather than a cause of his death. The low voltage events probably did not contribute to the patient's death and the cause of total loss of power to the mpu was not determined. No equipment will be returned for investigation. No additional information was provided.